Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. The ima and lumbar vessels observed were observed pre-op as thin. It was noted that from implant the patient was followed up a number of CT scans. It was reported approximately 3 years post the index procedure, a follow-up CT demonstrated that the limb had become bent due to the aneurysm enlarging over the years. The patient was transported to another facility by ambulance however expired once at the facility. According to the CT during ambulance transportation, it appeared that migration of the overlapping part of the stent grafts in the aneurysm had occurred causing a type iii-like endoleak. Per the physician the cause of the deformation, migration and type iii endoleak was due to patient vessel morphology. The cause of death was determined as aneurysm rupture. The cause of the rupture was not determined.